Event description:
The user stated the sodium results were randomly coming out high from the c1 module and provided data for 12 pt samples. Of these, two were found to be discrepant. All results are in mmol per l. Sample 1 initial result was 134, repeat result from the c3 module was 126 and repeat result from the abl 725 blood gas analyzer was 126. Sample 2 initial result was 149, repeat result from the c3 module was 129 and repeat result from the abl 725 blood gas analyzer was 130. The initial erroneous results were not reported and no pt were adversely affected.

Manufacturer narrative:
The field service rep determined there was a damaged pinch valve tubing and replaced it. To verify the analyzer performance, he performed a comparison with c2 and c3 with identical results and also performed qc with results within spec.